Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose levels of 40 mg/dl. The customer was reporting loss of communication between sensors. The customer did not mention any symptoms of their blood glucose levels. The customer's blood glucose levels at the time of the call are unknown. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.